Event description:
The technician alleged the side rail was vent outwards and will not latch securely. No pt impact.

Manufacturer narrative:
The technician replaced the side rail assembly to resolve the issue.